Event description:
It was reported that during use on a pt, air leaked from cuff of the tube and the pt was re-intubated. It was reported that the cuff was pre-tested. No other info was reported.

Manufacturer narrative:
Return of the size low pressure cuffed tracheostomy tube for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. A mfg CAPA is already in place to address cuff leaks. If the tube is returned and failure investigation results provide new or significant info, a f/u report will be submitted.